Manufacturer narrative:
This report is for an unknown synthes mono/polyaxial screws: universal spine system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: islam, md., batajoo, s., and shrestha, m. (2018), rod derotation technique, a good option for correction of idiopathic kyphoscoliosis, bangabandhu sheikh mujib medical university journal, vol. 11 (1), pages 45-48 (bangladesh). Doi: 10.3329/bsmmuj.v11i1.35813. The aim of this prospective interventional study is to show that rod derotation technique using universal spine system with axial translation technique is a good option for the correction of idiopathic kyphoscoliosis. Between january 2012 and december 2017, a total of 35 patients (10 males and 25 females) underwent posterior correction of scoliosis with pedicle screw construct by the rod derotation technique. The mean age of the patients was 14.8 (range 11-24) years and the follow-up period was 32.5 (range 10-48) months. The following complications were reported as follows: 1 patient had superficial infection. 15 pedicle screws were malpositioned in 3 of the cases. Out of these 3 cases, 2 had implant failure who later underwent revision surgery. Loss of correction was observed ranging from 1 to 3 degrees with a mean correction of 69.9 percent. This report is for mal-positioned pedicle screws for 1 case. This report is for an unknown synthes mono/polyaxial screws: universal spine system (uss). This is report 2 of 3 for (B)(4).